Manufacturer narrative:
The customer¿s report of tubing stuck inside the needleless connector was confirmed upon visual inspection. It was observed there was an unexpected material lodged within the received maxzero female luer. The unexpected material lodged within the maxzero female luer was presumed to be the male luer tip of the 1.2 micron filter tubing (ext tubing). No issue was observed with the maxzero. No testing was able to be performed. The root cause of the customer's report was not identified.

Event description:
It was reported from the nicu that the 1.2 micron filter tubing became stuck in the needleless max zero connector. There was no patient impact. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "1.2 micron filter tubing stuck inside the needleless connector max zero."